Event description:
A 43 yr old white gravida 1, para 1 female; status post bilateral inframammary 235 cc surgitek gels placed for augmentation on 5/26/83. Over the past few years they have gotten harder, especially the right which is very lumpy and painful. She denies history of trauma or decreased size. She also has complaints of: arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, low grade fevers, drenching night sweats, headaches, temporo-mandibular joint dysfunction, visual changes, dizziness, memory loss, "sicca", hair loss, gastro-intestinal/gastro-urological complaints, easily bruising, decreased libido, and tinnitus. Pt is otherwise healthy.